Event description:
Tech alleged that the brakes will not hold. No pt impact.

Manufacturer narrative:
The tech replaced brake pin, rocker arm, and bolt to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.